Event description:
It was reported that when testing the external pulse generator (epg), the light-emitting diodes (led) for atrial pacing were not working. The epg will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).